Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 a reporter for the elderly patient (the patient¿s daughter) contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter had been reading inaccurately erratic for a few weeks prior to contacting lfs; however, no results available. The reporter was unable to specify what medications the patient takes to manage her diabetes. She reported that after obtaining the alleged inaccurate results, the patient went to her doctor¿s office and a blood test was administered with an unknown result; however, the result was described as 'normal'. The reporter claimed that at 10am on (B)(6) 2017, the patient obtained an unknown reading on the subject meter and became ¿light headed and clammy and she passed out¿ while speaking to the reporter (her daughter) on the phone. The daughter indicated that she contacted the patient¿s neighbor who found the patient on the floor. The reporter also indicated that the emergency medical services (ems) were called, and on arrival administered a blood test at 10:20am. The result was unknown. The reporter suggested that no other treatments were given by ems as the patient¿s ¿vitals were good and her color came back¿; however, the reporter indicated that the family gave the patient juice after the ems left. The reporter also indicated that the patient spent the night with her, and the next day she noticed a bump on her mother¿s forehead. She indicated that she was concerned, so she took her mother to the hospital where her ¿vital statistics and blood work were good¿. The reporter indicated that the patient had ¿some fluid on her lungs that may have been a result of her fall¿. No further treatment or medical intervention were specified. At the time of troubleshooting, the reporter was unable to confirm whether the patient was using an approved sample site to obtain her blood samples or whether the meter was set to the correct unit of measure. The reporter did not have test strips or control solution available at the time of the call. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.